Event description:
Throughout procedure, the doctor was having problems with the 5mm sleeve. The 5mm sleeve did not have a seal that lasted the whole case and was letting the co2 out of the port. Another sleeve had to be opened and inserted into the patient. This kept the patient under anesthesia for a greater length of time.